Event description:
During deployment, the user is questioning the "analysis aborted" notification given by the device. Patient outcome is known.

Manufacturer narrative:
(B)(4). Device investigation is pending. 510(k): k111693.